Event description:
It was reported that, the pt has become a non-user due to sound quality issues. Testing performed by the center confirmed that the device was functioning. Programming adjustments were made but the issue did not resolve. A decision was made to explant the pt's device. Surgery to explant the pt will be scheduled.